Manufacturer narrative:
This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they received a no delivery alarm. Customer reported that the alarm occurred during manual prime. Customer reported that his blood glucose level was 166 mg/dl at the time of the incident. Customer reported also experiencing an elevated blood glucose level of 266 mg/dl. Customer was able to troubleshoot at the time of the call. While troubleshooting, customer reported that the insulin did not exit from the infusion set while attempting to manually push it through with a plunger. After changing out the infusion set, customer reported that insulin did ext. The no delivery alarm was resolved by an infusion set change. The product is not expected to be returned.